Event description:
It was reported that an ilet user received alerts for incomplete fill tubing, urgent low soon, and low glucose while the pump was in the fill tubing screen showing 3.4 units dispensed, and the user was connected via infusion set and tubing at that time. Symptoms included hypoglycemia with a nadir of 49 mg/dl accompanied by fatigue. Outcomes included self-treatment with 20 g oral fast-acting carbohydrate, continued glucose monitor use, capillary blood glucose confirmation, reconnection to the ilet, and recovery of glucose to 79 mg/dl without medical intervention. Investigation included customer care troubleshooting and education regarding stopping the fill process, disconnecting prior to filling, and glucose management. Investigation of this case revealed user-associated use of the fill tubing function while connected to the infusion set, consistent with insulin delivery leading to hypoglycemia, and the device and infusion set functioned as designed when used per instructions. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use during fill tubing, resulting in excess insulin delivery while connected.